Event description:
It was reported by the customer that a pyxis medstation es system had tower door 8 failure.the customer confirmed that the malfunction occurred during dispensing a medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the bug in es software. A field service engineer reseated connections further replaced controller which was not successful as failure occurred due to bug in es software, performed reimage station in order to resolve the issue. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.